Event description:
Knee is failing to lock when weight activated, patient fell and has broken his femur on amputated side.

Manufacturer narrative:
No product malfunction was identified that could have contributed to the incident. Root cause identified is knee settings do not match user profile. Incorrect parameters set by clinician. The reporter will be informed on the outcome of the analysis.

Manufacturer narrative:
Based on information currently available no analysis possible. Knee has been returned and is in transit to the ossur quality centre for evaluation. Circumstances and injury details are under investigation.

Event description:
Knee is failing to lock when weight activated, patient fell and has broken his femur on amputated side.